Manufacturer narrative:
This report is submitted on july 01, 2022.

Event description:
Per the clinic, the patient experienced an infection around abutment site (date not reported). Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported). Explant is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, it was reported that the patient underwent an abutment revision surgery under general anesthesia on (B)(6) 2022 due to other medical reasons; however, the issue could not be resolved. Subsequently, the patient underwent a surgical procedure on (B)(6) 2022, to cauterize the skin with silver nitrate. It was also reported that the patient was treated with oral antibiotics on (B)(6) 2022 (duration not reported); however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report. The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring. This report is submitted on august 22, 2022.